Event description:
It was reported that the customer put air in the product at a pre-use check, but neither the pilot balloon nor the cuff inflated. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned sample found no discrepancies. Functional testing of the returned sample found the device inflated and deflated without resistance. A device history record (DHR) review was performed, and no issues were noted during manufacture. The root cause cannot be established as no fault was found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).